Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hypoglycemia with the lowest bg of 60 mg/dl during the night. The low was corrected with grape juice and a cookie. No symptoms or medical intervention were reported.